Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2015. The revision surgery was due to instability. During the revision, omni distributed product was explanted. A 53 novae stick shell was removed and replaced with a 49 novae stick shell, and a 53/28 insert was also removed and replaced with a 49/28 insert.